Event description:
It was reported that a multifocal intraocular lens (iol) was explanted from a patient¿s right eye due to mechanical failure. There was incision enlargement to remove the lens in whole. However, no vitrectomy or sutures were required. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Section a4 and a5: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2023 and (B)(6) 2024. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: mar 20, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: the lens was visually inspected under magnification revealing that the lens was coated in viscoelastic residue. The lens was cleaned and inspected and no issues that could cause or contribute to the complaint issues reported were observed. The complaint issue "mechanical issues" was not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. Complaint history review: a search of complaints related to this production order (po) was performed. The search revealed one additional complaint folder was received for this po. However, complaint issues reported are not related. Therefore, no further actions are required. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.